Event description:
A health care professional reported that during a cataract surgery, there was a problem with phaco emulsification tip (phaco tip) and there was corneal sinking down. It was suggested to change the phaco tip and then everything went as usual. There was no information about any patient impact. This report pertains to sleeve involved in reported events.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.